Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 600 mg/dl and was treated with manual injection. Customer's blood glucose began on (B)(6) 2017. It was found that infusion set cannula was bent and there were air bubbles. Customer had ketones. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer would call back if issue persisted.